Manufacturer narrative:
B.5.medtronic received additional information that it was unknown whether there was leakage at the connector because the pump tip was found to be abnormal after it was opened. Therefore, no pre-filling was performed. The pump tip was an independent consumable (ap40). The abnormal pump tip was not connected to the system, therefore, there was no risk of air entering the system due to breakage. The green circle showed the undamaged part and the red circle showed that the buckle parts were evidently missing and broken. The issue did not allow the pump to be securely stuck onto the motor medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an ap40 affinity centrifugal pump, it was reported that the connection between the pump head and the motor broke. See attached photos. The device was replaced. There was no patient involvement, so no adverse effect occurred.